Event description:
It was reported that the 9800 system showed an x-ray on light illuminated without being commanded during a procedure. There was no adverse pt involvement reported.

Manufacturer narrative:
X-ray technician reseated interconnect cables and the procedure was finished without incident. A ge service representative performed an on site investigation. The failure could not be duplicated. Error log showed communication error at the time of the incident. The interconnect cable was replaced. The system was tested and found to be working as intended and placed back into service.